Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that the handpiece was not working with hand activation with the device. The instrument was replaced and the problem persisted. The handpiece was replaced the case was completed with no pt consequence.